Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue.